Event description:
It was reported that during a pci procedure, a guide wire fracture occurred. During insertion of the floppy rtw guide wire into the guide catheter, the physician noticed that the spring tip was fractured and stretched. The procedure was completed with another of the same device. No further information was provided, however, additional information has been requested. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
.